Event description:
We were notified on 3/16/94 of an incident involving a maquet mobile operating room table. On 3/4/94, the table was used during surgery, when allegedly th eleg extension of the table detached aand fell from the main table frame. The pt began to falll from the table and was caught by three (3 staff members; the surgery was aborted. The pt was discharged one day later and was ambulatory, but sore. One staff member allegedly sustained back injuries, however the extent of the injuries were not reported to us. The status of the other two (2) staff members is unknown.the mfg recommended service on the table to check the locking mechanism. In addition, the instruction manual for the leg plate states: the leg plate may only be used to support the pt's legs, i.e., the pt must not be positioned on the operating table with the head towaards the foot end. The legplate must not be used to support a pt's back.